Manufacturer narrative:
As received, the device was in backup mode. Analysis of the device image determined backup had occurred after the device had been explanted which is consistent with low battery voltage at low temperatures. Battery trend data revealed that elective replacement indicator (eri) had been falsely triggered which is consistent with the effects of auto-capture operating in high output mode (hom). Additionally, battery trend data showed no signs of high current or other causes of premature depletion. Battery assessment found the device has now reached elective replacement battery levels. Further testing indicated the device exhibited normal characteristics with normal battery current consumption. Longevity assessment determined the implant duration exceeded the total projected longevity based on field settings and is considered normal battery depletion. The reported event of premature battery depletion was not confirmed.

Manufacturer narrative:
The device was implanted in (B)(6) 2008, the exact date is not known.

Event description:
During a follow-up in clinic, the device had reached elective replacement indicator (eri) prematurely. Technical support reviewed the device session records and could not determine why the device had reached eri sooner than expected. The device was explanted and replaced and the patient was stable with no consequences.